Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The device operated as designed, the device fell out of detection due to the CPR artifact and response button usage of the bystanders. There is no indication of a product malfunction that led to the patient's death. Manufacture dates: monitor sn (B)(4): 3/28/2016. Electrode belt sn (B)(4): 7/25/2014.

Event description:
A distributor contact zoll to report that a patient had passed away on (B)(6) 2017 while wearing the lifevest. The patient was at home and eating lunch with his family when he lost consciousness. The patient's daughter sprayed a tnt spray under the patient's tongue and immediately called an ambulance. She then began to perform CPR on the patient. Gel was released by the lifevest, but no treatment was given due to motion artifact. The first ambulance arrived approximately 10 minutes after the patient's daughter placed the call and a second ambulance arrived 5 minutes after the first one. The paramedics from the first ambulance confirmed that the patient's daughter was performing CPR upon their arrival. Additionally, the paramedics confirmed that they pressed the response buttons when the lifevest began to alarm. It was confirmed that the electrode belt and garment were removed from the patient after the paramedics arrived. At this time, the patient was externally defibrillated five times by a non-lifevest defibrillator, with the first shock delivered approximately 13 minutes after the paramedics were called. Adrenalin injections were also administered to the patient. The paramedics reported that they attempted to reanimate the patient for approximately one hour. The attempts were unsuccessful and the patient passed away on (B)(6) 2017. The software flag files and ECG data indicate the device properly detected two ventricular fibrillation events on (B)(6) 2017 at 12:37:52 and 12:45:58. Defibrillation gel was released from the therapy electrode pads during the first detection, but a defibrillation shock was not delivered. The ECG analysis indicates that motion artifact, likely a result of the patient's daughter's CPR attempts, caused the lifevest to drop out of detection as the motion artifact was interpreted as a non-treatable rhythm. The patient's ECG at the time of the second detection was ventricular fibrillation with motion artifact and CPR artifact. The monitor's response buttons were pressed by paramedics at 12:46:07 during the second detection, which prevented the second defibrillation shock from being delivered. The response buttons are provided for a conscious patient to prevent a defibrillation shock from being delivered. The response buttons were pressed intermittently, likely by the paramedics, from 13:02:07 until the electrode belt was disconnected approximately 9 minutes later. The device was then shutdown at 13:31:05.